Event description:
It was reported that increased capture threshold due to lead dislodgement was noted. When repositioning was unsuccessful, the lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.